Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, an error message was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. User may detect the suggested event by handling the device in accordance with the following IFU: ¿inspection of the endoscopic image.¿ user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B3: the event date is considered the same as aware date. The device was evaluated, and the customer's allegations was not confirmed. Additional findings include the following: there is crease at the charged coupled device (ccd) lens, universal code was crumpled, crumple at the universal code, corrosion at the scope-connector due to leakage, and corrosion at the scope connector cover (sc) cover unit due to leakage. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there an e315 for the evis lucera elite colonovideoscope. The issue occurred during preparation for use, and the diagnostic (unknown) procedure was completed with a similar device, with a delay (length of time unknown). However, the patient was not under sedation. There was no procedural impact or patient harm associated with the event.